Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces however, no button error alarms noted. The insulin pump was received with minor scratched liquid crystal display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 315 mg/dl. The customer reported a button error alarm from the insulin pump during a bolus. The customer also reported that the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.